Event description:
It is reported that 47 patients were noted to have a radiolucent line less than 1mm thick and were non-progressive; no revisions took place.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review as they remain implanted. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The acetabular shell was an unknown trilogy shell. Theses devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devices is unknown. A complaint history search cannot be performed due to lack of information. With the information provided, a definitive root cause cannot be stated.